Event description:
It was originally reported that the pt turned her device off at the direction of her physician. It was further reported that the pt had surgery. Surgical details were not reported. The pt was no longer having problems with her system. Additional info was requested.

Manufacturer narrative:
(B)(4).